Event description:
The customer observed falsely decreased sodium and chloride results while using the architect c4000 analyzer. The customer provided the following results (mmol/l): (B)(6) 2013; patient: (B)(6). Sodium: initial 108, retest 138. Chloride: initial 83, retest 107. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service review, a search for similar complaints, and a review of labeling. The customer indicated that one sample contained fibrin and were repeated generating accurate results field service replaced the ict check valve as a precaution but no instrument issues were identified. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect c4000 analyzer, ln 2p24, were identified.